Event description:
It was reported that: "recurrent issue since the new syringe nrfit have been in place. The syringes have been leaking between 10 to 5 ml around the plunger. Can only use the syringe by filling up to 5ml. The patient suffered a dura matter breach." Associated complaints: 3006425876-2025-00115.

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer.

Manufacturer narrative:
Qn#(B)(4). Full UDI not availabale as the lot # was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "recurrent issue since the new syringe nrfit have been in place. The syringes have been leaking between 10 to 5 ml around the plunger. Can only use the syringe by filling up to 5ml. The patient suffered a dura matter breach." Associated complaints 3006425876-2025-00116, 3006425876-2025-00115